Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Manufacturing date: 21. Nov. 2011 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The items were received in a sealable plastic bag together with the two surgical cases containing some of the instruments required for the pfna surgical technique. The items show visually small scratches which can be expected during normal use. The complaint situation could not be replicated and no apparent root cause could be observed on the returned products. Complaint disposition is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it is reported during a procedure to implant a proximal femoral nail antirotate (pfna) nail and blade on (B)(6) 2017, while attempting to insert the blade, the drill guide moved away from the bone forcing the surgeon to readjust the device in order to fully insert the pfna blade. Procedure was completed successfully with an unspecified delay and no harm to patient. Concomitant devices reported: wire (part number unknown, lot number unknown, quantity 1), aiming arm (part 356.811, lot 2155806, quantity 1), drill sleeve (part 356.819, lot 8392893, quantity 1), insertion handle (part 357.012, lot 3376576, quantity 1), protection sleeve (part 356.818, lot 2802630, quantity 1). This report is for one (1) protection sleeve. This is report 1 of 2 for (B)(4).